Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least nine applications were performed with the afapro28 balloon catheter with lot number 13424 without any issue on the date of the event. In conclusion, the clinical issue of phrenic nerve palsy (pnp) occurred during procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The physical product is not available for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, compound motor action potential (cmap) decreased, indicating phrenic nerve palsy (pnp). A double stop was performed. The patient slightly recovered and the case continued, but the right diaphragm was elevated during the ablation of the left inferior pulmonary vein (lipv). The case was switched and completed with radiofrequency. No additional medical or surgical intervention was required. The patient's hospital stay was extended. No further patient complications have been reported as a result of this event.